Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of cloudy screen¿ could not be confirmed. The evaluation determined the device had a cracked video connector lens and a fading rear cover label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus having image issues with different 4k camera heads. For this event, the customer reported the device was displaying a cloudy screen prior to an unknown procedure. There were no reports of patient harm associated with this event. Related to patient identifiers: (b)(64).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the device evaluation could not confirm the reported allegation, the investigation was unable to determine the root cause. Olympus will continue to monitor the field performance of this device.